Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting message to install mdt battery pack and try again. Patient stated they haven't used the therapy in awhile because they had a bad fall a year ago; patient stated device has not worked since. Patient stated they are going to do an MRI on her and she need to charge the implanted neurostimulators. Patient stated she is not sure if the fall damaged the implanted system but she is going to follow up with her healthcare provider. Patient stated mdt rep told her get replacement battery pack for the controller. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharger. Agent reviewed device function/recharging controller and ins and passive recharge pr ocess and call for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745 , serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.